Event description:
Patient called stating he had a right knee replacement done on (B)(6) 2010, he is alleging loosening of his knee.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown knee was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device remains implanted. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: additional preoperative evaluation or work up for infection, or loosening vs fracture were not provided. Based on the undated patient complaint letter the revision was scheduled for on (B)(6) 2020. No additional clinical or radiographic information were provided. Adverse event identified: pain in right tka with concerns for loosening leading to revision surgery. Hazards: none clearly related to implant. Conclusion of assessment: loosening of the implant cannot be confirmed with certainty based on the data provided. Serial radiographs may provide additional insight. Obtaining the operative data and / or the implant may provide insight as to whether loosening was the cause of the pain leading to revision. Device history review: not performed as the device was not identified properly. Complaint history review: not performed as the device was not identified properly. Conclusion: it was reported that the patient alleges loosening of his knee. A review of the provided medical records by a clinical consultant indicated, loosening of the implant cannot be confirmed with certainty based on the data provided. Serial radiographs may provide additional insight. Obtaining the operative data and/or the implant may provide insight as to whether loosening was the cause of the pain leading to revision. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating he had a right knee replacement done on (B)(6) 2010, he is alleging loosening of his knee.